Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint heater head housing was received and visually inspected. Results: the external surfaces of the case appeared to be in good condition with no signs of crazing, however the screw boss on the upper head case was found to be broken. In addition, five of the retaining tabs that hold the warmer insulation and reflector in place were detached and broken and there was a hairline crack near the screw hole of the bottom case. A sticky residue was observed on the front edge of the upper and lower head casing. A lot check revealed three other complaints of this nature for lot number 061026. The similar complaints were reported by the same healthcare facility. Conclusion: the sticky residue that was observed on the front edge of the head casing is possibly due to the use of tape to hold the upper and lower cases together. The internal damage to the warmer head case is likely to be related to accidental impact damage coupled with stress on the screw boss over time which promoted the cracking. The healthcare facility reported a previous instance of a wallmount warmer with a cracked head. The hospital advised that warmer had been in close proximity to a cabinet. The complaint device was manufactured in 2006 so it may also be possible that the warmer head sustained damage during cleaning or maintenance.

Event description:
A hospital in (B)(6) has reported that the warmer head of an iw980 wall mount infant warmer "has a cracked head casing." No patient consequence was reported.

Event description:
A hospital in (B)(6) has reported that the warmer head of an iw980 wall mount infant warmer "has a cracked head casing". No patient consequence was reported.